Manufacturer narrative:
H6; code c19- a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel. Users are directed to determine accurate size of anatomy and proper size of trunk-ipsilateral and contralateral endoprostheses using the respective sizing guide tables within the IFU.

Manufacturer narrative:
Code c21 ¿ results pending completion of manufacturing evaluation. Code 20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel. Users are directed to determine accurate size of anatomy and proper size of trunk-ipsilateral and contralateral endoprostheses using the respective sizing guide tables within the IFU. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. According to the report, the ipsilateral leg was deployed using a ¿push-up¿ technique and was intended to land at the proximal origin of the left internal iliac artery. However, the device was not pushed far enough proximally, and the device landed at left external iliac artery, unintentionally covering the internal iliac artery. No further treatment was given, and the patient tolerated the procedure. The physician reported that the actual vessel length was found to be only approximately half the expected length due to the ¿accordion phenomenon¿ when a stiff guidewire was inserted into a tortuous region of the patient¿s anatomy. According to the physician, the next-shortest device size did not seem long enough in relation to computed tomography (CT) measurement, and it might have been better to confirm the length with angiography after guidewire insertion.